Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a power up self test due to failure code 550:320:844:0000. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated infusion pump with a user interface module master software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service (through the event history). This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified as a faulty printed circuit board. However, no further testing has been completed at this time and no repairs have been performed due to an obsolete part and the customer's refusal of the estimate. A follow-up MDR will be submitted if additional information is obtained.